Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
The customer reported that a hissing sound was coming from the unit. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 h11: h8: initial use of device the philips field service engineer (fse) confirmed and duplicated the reported issue. The v60 ventilator (cflex, avaps, ramp) was returned for evaluation. Failure investigation (fi) technician duplicated the reported issue and identified that the root cause of the hissing sound reported by the customer was caused by a misalignment of daq board during final assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.